Event description:
Related manufacturer reference number: 2017865-2022-46552. It was reported the event occurred during device preparation prior to being used on the patient. During loading process, the leadless pacemaker was attached to the tethers and when the physician attempted to pull back the control knob on the delivery catheter, the device fell onto the table and only one tether was visible. When the catheter was put back into neutral position, the tethers were observed to be permanently misaligned. The catheter was exchanged, and the device was implanted without further issue. The patient was stable.